Event description:
It was reported that there was no fluid in the vial. This occurred with 3 vails. This report reference vial 3 of 3. Ref MDR#: 1313525-2015-00145 for vial 1 of 3. Ref MDR#: 1313525-2015-00146 for vial 2 of 3.

Manufacturer narrative:
Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.